Event description:
This customer failed external proficiency survey sodium results for two of the five proficiency samples tested. She repeated the survey samples, on (B)(6) 2010, using the same cobas integra 400 analyzer. Survey sample 1, initial result was 147 mmol/l. The survey mean was 152.7 mmol/l and the repeat result was 153 mmol/l (accompanied by a data flag). Survey sample 2, initial result was 129 mmol/l. The survey mean was 134.3 mmol/l and the repeat result was 134 mmol/l. The sodium electrode lot number was 21592021. The field service representative did not determine the cause of the issue. He ran performance tests which were within specifications. The customer suspected the issue may have been caused by a contaminated water supply. She had decontaminated the analyzer since the initial proficiency testing was performed. The customer declined additional investigation because the cobas integra 400 is scheduled to be replaced very soon. She stated ise testing will no longer be performed on this analyzer.